Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement associated with clip opening while locked appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), thickened leaflets, and calcification on the anterior leaflet for a mitraclip procedure. After deployment, the second clip opened up to approximately 60 degrees or less, and one gripper was not fully leaning to the leaflet in comparison to the other. It was noted that the commissural anterior leaflet was calcified, but it appeared as though leaflet insertion was optimal. Due to the amount of tissue between the gripper and clip arm, one gripper appeared to be more distant. It was clear that tissue was between the gripper and clip arm. Final arm angel was performed per instructions for use (IFU) using fluoroscopy before lock line removal and after. Clip opening was not observed during establish final arm angle (efaa). Despite the clip opening, it was stable on the leaflets, and an additional clip was not required. The first clip provided stability and there was no space for a third clip. Several minutes post-implant, the clip was still stable. Per the physician, the thickened and calcified leaflet contributed to the clip opening. The final mr was grade 3. There were no adverse patient effects or clinically significant delay.